Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic upon developing a pericardial effusion. Interrogation of the patient's implanted system revealed that the patient's atrial lead was failing to sense and capture. It was alleged that the atrial lead may have caused a micro-perforation. The lead was explanted and replaced. The patient was stable.